Manufacturer narrative:
(B)(4). The customer returned one opened arterial catheterization set for analysis. No obvious signs of use were observed on the components. Visual analysis revealed that the catheter tip wasn't flush with the needle. The catheter tip also didn't appear to taper as much when compared to a lab inventory arterial catheter. Microscopic examination confirmed the defect. The overall length of the catheter from the hub to the distal tip measured 2.625", which is within the specification limits of 2.605" - 2.665" per the catheter product drawing. The distance between the distal tip of the catheter to the proximal end of the cannula bevel measured 0.0340", which is within the specification limits of .000 - 0.040" per the catheter product drawing. The catheter inner diameter measured from the distal tip was 0.029", which is within the specification limits of 0.028" - 0.029" per the catheter product drawing. The catheter outer diameter measured at the distal tip was 0.03625", which is not within the specification limits of 0.031" - 0.033" per the catheter extrusion graphic. The catheter and needle were functionally tested per the instructions-for-use (IFU) provided with this kit which states, "perform arterial puncture. Blood flashback in clear hub of introducer needle indicates successful entry into vessel. Once a blood flashback has been obtained, decrease the angle of the device to 10-20 degrees from the skin and advance entire placement device a maximum of 1 to 2 mm further into vessel to ensure that catheter is seated within the vessel." The returned catheter over needle assembly was punctured into simulation skin. This was compared to a lab inventory catheter over needle assembly. No significant difference was identified between the two when comparing the resistance of the catheter during puncture. Manufacturing was contacted regarding this issue, and they confirmed that the defect is potentially caused by a manufacturing process. The customer report of a defective catheter tip was confirmed through examination of the returned sample. Visual analysis revealed that the catheter tip was not flush with the needle cannula. Dimensional analysis of the catheter tip revealed that the outer diameter was out of specification. The returned catheterization set met functional testing and a device history record review did not identify any relevant findings. Manufacturing was contacted regarding the issue and they confirmed that the defect is potentially manufacturing related. A non- conformance was initiated to further investigate this issue. Teleflex will continue to trend for complaints of this nature.

Event description:
Customer complaint reports: "I have had some feedback today on your radial artery catheterisation set (ra-04120) of which we are having some difficulty. At the injection tip, there is a sheath that does not sit quite flush making insertion difficult and painful for the patient." It was reported "we have had this occurring over our last 20+ insertions and each time, patients have experienced more than usual force and pain at the site. This current lot is 14f21j0261." Additional information received 01sep2022: physician has noticed on the last 20+ insertions that extra force is needed to be applied to puncture and advance the catheter and needle set through the skin. It is getting caught on the catheter and the catheter is not flush with the needle anymore. The transition from needle tip to where the catheter sits just back from the needle tip is not flat or flush with the needle and is getting caught and therefore requiring extra force to push it through. The patients are uncomfortable when they are being inserted and pushed through with force. It was reported the latest event occurred (B)(6) 2022. No patient harm was reported. The patient's condition is reported as fine. Associated complaints reported in MDR #s 9680794-2022-00618.